Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found insulation abrasions at 36.5 to 36.7cm from the distal tip. The damage found was consistent with friction against another implantable device and could result in the electrical noise seen in the field.

Event description:
It was reported that the patient was admitted to the medical center in a presyncopal state. The patient reported multiple syncopal episodes following an unrelated procedure on (B)(6) 2013. Oversensing by the atrial lead was noted. An inhibition of pacing resulted but it was also noted that the patient is prone to pacing inhibition due to chronic heart block. Damage to the lead by the patients rib cage was suspected. The lead was explanted and replaced on (B)(6) 2014.